Event description:
It was reported that foley catheter balloon cannot be inflated. Since no urination was observed, the catheter was removed from the patient. After removal, the balloon was inflated, but now it cannot be deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.